Event description:
Patient admitted for nephrolithiasis. In 2003, pt underwent a right ureteroscopy, cystoscopy and laser lithotripsy. During the procedure pt was found to have an impacted dense hard stone. A fragment of the fiber broke off and moved forward (2.5cm, 200 holmium) and despite multiple attempts retrieval was unsuccessful and the fiber tip was retained. Patient subsequently was diagnosed with a retroperitoneal bleed and expired seventeen days later. Medical history: hypertension, copd, asthma, peripheral edema. Subsequent to event patient developed: a. Respiratory failure requiring intubation, b. Renal failure and sepsis requiring hemodialysis.